Event description:
Patient on airvo oxygen and was receiving a breathing treatment through the airvo by respiratory therapist when the patient's oxygen saturation dropped to 63% because the tubing became inadvertently disconnected. It was noted by the rn and rt that there are no alarms to notify staff when the tubing has disconnected or it becomes kinked, inhibiting the oxygen supply to the patient. This seems to be a design flaw that should be rectified. Fortunately staff were at the patient's bedside and there was no patient harm in this case.